Manufacturer narrative:
Results - as received, the tips of the inner dilator and the outer introduction sheath were damaged. The damage observed was consistent with an overstress condition the lead accessory was subjected to during implantation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a trial procedure, the doctor was unable to advance the lead accessory to place a lead, the lead accessory was found to be frayed. Another lead accessory was used to successfully complete the procedure.